Event description:
It was reported that patient had a right hip revision due to osteolysis and pain. Surgeon did a head and liner exchange.

Manufacturer narrative:
It was noted that no additional information will be made available due to hospital/surgeon policy. Should additional information become available, it will be reported in a supplemental report.

Manufacturer narrative:
Review of device history records indicates the lot was manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. The event could not be confirmed nor the root cause of the reported event determined due to the minimal information received. No further investigation for this event is possible at this time as insufficient information was received by stryker orthopaedics. If additional information becomes available, this investigation will be reopened.

Event description:
It was reported that patient had a right hip revision due to osteolysis and pain. Surgeon did a head and liner exchange.